Manufacturer narrative:
(B)(4).

Event description:
It was reported that no sensing due to high capture threshold and high pacing lead impedance was observed. Lead was capped and replaced. Patient's condition was good before and after the procedure.